Manufacturer narrative:
Visual analysis of the returned device identified: creases, wear abrasion and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one crack opening and one sharp opening. Based on the device analysis the final assessment is: a opening crack assessed as cracked valve seat diaphragm valve, and a sharp opening assessed as unidentified (tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.